Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the device was returned bloody. No anomalies noted to the dilator or sheath. The tuohy was tight. The pusher catheter gripper was not engaged with the filter. It is possible the filter dislocating from the gripper could have contributed to the reported failure. However, as it was not reported by the user, it is unknown when the dislocation of the gripper occurred. The filter was shifted distally in the storage tube. The filter legs were protruding slightly from the distal end of the storage tube. Functional/performance evaluation: the tuohy was loosened and the filter was deployed from the storage tube without issues. All 6 arms and 6 legs were present and intact. The storage tube showed no signs of skiving. Dimensional evaluation was performed on the filter and all measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: this complaint investigation is confirmed for failure to advance, as the filter was returned in the storage tube. Based on the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warning: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter could not be advanced out of the storage tube into the deployment sheath. The filter system was exchanged for a new filter system that was deployed successfully. There is no reported patient injury.